Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device broke while the physician was trying to make suture holes. It was reported that the event did not occur in the operative field. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date of this report was inadvertently documented as (B)(6) 2016 on the initial report. It has been as (B)(6) 2016 to reflect the correct information. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device broke when the surgeon tried to make a suture hole was confirmed. The external features of the returned cutter were visually inspected and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 40x magnification. Based on the photographs taken the angle indicates that there was excessive lateral or side to side force applied. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.